Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. The device history record [DHR] of this product was reviewed and no nonconformance reports or other abnormalities during the assembly of this lot were found. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient reported the cycler alarmed with a "scale reading error" during treatment, in fill 1 of 4. Patient noticed that there was a fluid leak from catheter because patient's catheter had become disconnected from the patient line. The solution appeared to be coming out of both the patient line and the catheter. Treatment was cancelled. The patient's peritoneal dialysis registered nurse (pdrn) later confirmed that the fluid leak did not result in any adverse events. The patient performed continuous ambulatory peritoneal dialysis in order to complete treatment. The sample was discarded.